Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that the patient¿s refill date is may 15 and alarm date is september for low reservoir and the patient is hearing the alarm at the time of report. It was noted that it was not continuous and only when the patient moves patient around. It was reported that the patient heard it for the first time the night prior. It was noted that it was a two-toned critical alarm. It was reported that the patient goes in every 5 months for refills and was ¿due¿ (B)(6). It was noted that the patient seemed to have muscle spasms and caregiver noticed them more since hearing the pump alarm. It was noted that the caregiver talked to the patient¿s healthcare provider (hcp). It was reported that the patient¿s hcp ¿are trying to fix it¿. It was noted that the patient¿s pump was ¿dry¿. It was noted when the caregiver would touch the patient, the patient would cringe and cry. It was reported that refill information indicated the patient¿s reservoir volume was 18.6 ml, low reservoir alarm volume 2 ml and refill interval if 331 days and low reservoir alarm date of 2014 (B)(6). It was noted that the pump status after update last change 2013 (B)(6) indicated reservoir volume 18.6, low reservoir alarm date 2014 (B)(6). It was reported on the front fill date 2014 (B)(6) at 2:30 that the healthcare provider (hcp) cancelled the appointment and rescheduled it for (B)(6) at 2 pm and they said the patient¿s alarm was setto go off (B)(6) then the caregiver called the day prior and they confirmed it was (B)(6). It was noted that the pump was used to infuse baclofen.